Manufacturer narrative:
It is reported the implants were discarded by the hospital, therefore no product evaluation can be performed. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state "the patient is to be warned that the device can break or loosen as a result of stress, excessive activity or load bearing." The user facility is foreign; therefore a facility medwatch report will not be available. Based on the information available the root cause of the event is impact/trauma to the site, there is no indication the implants did not function as intended. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Report two of three for the same event; see also 0001032347-2016-00068 and 00070. Discarded.

Event description:
The sales associate reported patient had initial surgery on (B)(6) 2015. After discharge from the hospital, patient had strong impact on the implanted area and the lactosorb plate broke. Edema was developed beginning in (B)(6) 2015. On (B)(6) 2015 revision surgery was performed. All implants were removed and new plate and screw were implanted,. It was reported that the revision was due to the impact/trauma not the implants and the patient outcome is good.